Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, d9, h3, h6.

Event description:
Healthcare professional reported later clarified right side exchange with no complaint against the device. Device has been explanted and replaced. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, e1, h6

Event description:
Healthcare professional reported right side deflation. The device has been explanted.